Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot number peh250 , and no non-conformances related to the reported complaint condition were identified. Two unopened samples of product code 8702, lot peh250 were returned for analysis. During the visual inspection of two unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 2 device issues captured in reports 2210968-2019-90280. Analysis results have been included in follow up reports for each.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the customer stated that they have had repeated issues with a 7-0 prolene suture breaking under tension. If this was not the first time this has happened, was it reported to ethicon in the past? If yes, can you provide the pc number? If not, provide the total number of procedures where suture issue was noticed? For each procedure provide the following: event description, product code and lot number, event date, procedure name, patient consequences/ae report if any?, qty involved?, sample return, if any?. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Note: reports for this patient event in 2210968-2019-90280.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture was breaking under tension. It was not reported how the procedure was completed. There were no adverse patient consequences reported. Additional information has been requested.